Event description:
It was reported that the lug pin broke off the swivel flange of a size 4 cfs, cuffless tracheostomy tube. Pt experienced minor bleeding and trauma and required intervention to remove the lug pin which reportedly had entered the pt's airway. The broken piece was suctioned out, the pt was reintubated and returned to baseline condition. The 4cfs device was in use approximately six (6) months. It was also reported that the device was cleaned and soaked in full strength h2o2 which is contraindicated to the device labeled instructions for use. There was one (1) pt involved. The 4 cfs device was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.